Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak coming out of the cassette area during the last drain of treatment. Technical support advised the patient to revert to continuous ambulatory peritoneal dialysis (capd) to complete the treatment and notify the pd nurse regarding this incident. Upon follow up, the patient stated he did not experienced any adverse events as a result of this incident. The pd nurse was notified but no antibiotics were prescribed as prophylactic.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for an evaluation and the complaint is confirmed. While the sample was being disinfected for analysis a fluid leak was noted on the film of the cassette. A visual inspection of the sample with the help of a microscope showed that there was a total of 3 pin size holes in the film of the cassette. No other issues were detected on the tubing set. A set from the same lot was simulated use tested without failure. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.